Manufacturer narrative:
The reported complaint of user advisory - ua07 (discrepancy between load 1 and load 2 too large) on the autopulse platform (serial # (B)(4)) was confirmed during functional testing and archive data review. The investigation findings revealed that the root cause of the reported issue was due to a defective load cell module 2. Unrelated to the reported complaint, a cracked top cover on the ap platform was observed during visual inspection. The autopulse platform is a reusable device and was manufactured on september 2010. The device has been operating for over 8 years and has exceeded its expected serviceable life of 5 years. This type of physical damaged on the platform attributed to wear and tear. The damaged part was replaced. During archive data review, ua07 error message was observed on the date the event occurred. Thus, confirming the reported complaint. The initial functional testing of the ap platform could not be performed due to ua07 (discrepancy between load 1 and load 2 too large) displayed upon powering on. Thus, confirming the reported complaint. To remedy ua07, the defective load cell 2 identified during service evaluation was replaced. The ap platform was re-tested and passed all functional tests. The autopulse platform is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse serial number (B)(4). (B)(6) reported on 12/29/2015, single load cell was replaced to remedy ua07.

Event description:
During shift check, customer reported that the autopulse platform (sn (B)(4)) displayed user advisory - ua07 (discrepancy between load 1 and load 2 too large) error message upon powering on. The customer was unable to clear the error message on the device. No patient involvement.